Event description:
At 6 pm on the day of event, user advanced source to artery and the source stopped in pathway. They immediately performed the emergency response procedure according to the MFR recommendations in the user manual. The active source was retracted in the cartridge. No pt problem.